Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pushwire was returned outside the phenom 27 catheter. The pipeline flex braid was returned within catheter hub. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline flex braid were fully opened and damaged. In addition, the middle section of braid was found fully opened and no damage. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex braid was removed from catheter hub without any issue. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open as the pipeline flex braid was found fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. In addition, based on the analysis findings, the pipeline flex and phenom 27 could not be confirmed to have resistance as no defect were found with pushwire and phenom 27 catheter. No resistance was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage to the pipeline pushwire or catheter observed. All sections of the pipeline were not open: proximal, middle, and distal. When the pipeline failed to open, it was not placed in a vessel bend, but fully utilized the straight segment of m1. No additional actions were taken to open the pipeline. The pipeline was not resheathed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex (ped) stent that failed to open at the tip and then had resistance in the proximal segment of the phenom 27 microcatheter during retrieval. The patient was undergoing surgery for treatment of an ophthalmic artery segment ruptured saccular aneurysm. The aneurysm max diameter was 3.5mm and the neck diameter was 3.41mm. The distal landing zone was 3.39mm and the proximal landing zone was 4.75mm. Patient vessel tortuosity was minimal. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). It should be noted that per the pipeline instructions for use (IFU): "the pipeline¿ flex embolization device should not be used alone as sole therapy for acutely ruptured aneurysms." It was indicated the pipeline was not being used off-label, but adjunctive treatment was not described in the reported information so in actuality, it is possible use may have been off-label. During pipeline deployment, the device tip could not open normally. Various maneuvers were attempted, including retracting and redeploying the device twice, but the failure to open persisted. Consequently, a decision was made to remove and replace the pipeline stent. However, during removal, the stent became stuck near the proximal hub of the microcatheter and could not be withdrawn so both devices were removed and replaced to complete the procedure successfully. There was no harm or injury to the patient. The postoperative angiography was satisfactory.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (228859804); product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.